Event description:
It was reported that during a laparoscopic partial gastrectomy, the stapler fired on the stomach and the surgeon observed that the staple line did not look good compared to what is generally seen with these reloads. After firing, the knife blade would not retract, which prevented opening and removing the reload from the adapter. The surgeon held both firing buttons to reset the handle, which successfully retracted the knife blade and allowed the reload to be removed. The surgeon reinforced the staple line with clips.

Manufacturer narrative:
D10: concomitant product: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6); egia60amt, egia60amt egia 60 artic med thick sulu (lot#: n5f2021y); sigpshell, sig power sigpshell control shell (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.